Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The analysis results concluded the root cause of the observation was due to the device having normal battery depletion.